Event description:
It was reported that after 2 yrs, the pt had not made any progress with their implant. An x-ray showed the electrode to be out of the cochlea. A revision surgery has not been decided upon at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available a device failure analysis will be submitted as a f/u report.